Manufacturer narrative:
Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 2nd related complaint for difficult or unable to operate (insulin unable to be dispensed) on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able not able to duplicate or confirm the indicated issue hence the root cause is undetermined and based on trend analysis no further action is required at this time. Samples returned - customer returned (7) loose 0.5ml bd insulin syringes. The consumer reported insulin is becoming trapped underneath stopper and is unable to be dispensed. All 7 returned syringes were examined, then tested for flow. All 7 syringes were able to draw and expel properly. No evidence of manufacturing defect was observed. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 4 bd insulin syringes with the bd ultra fine¿needles were unable to inject insulin. The following information was provided by the initial reporter : the spouse of the consumer reported insulin is becoming trapped underneath stopper and unable to be dispensed. Furthermore stated insulin is not leaking out of syringe and that the stopper is intact with no visible damage. This happened 4 times in a row. Date of event : (B)(6) 2021. Samples : available.